Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 boxes. There are no previous complaints of this code batch. There are no units in OEM stock. Received two boxes. Inside the pre-printed box of safil there is novosyn product. The box label and the product match perfectly (novosyn), but the pre-printed box is wrong (safil). This mistake took place at the moment of selection of pre-printed box of the product in the warehouse. The person who was re-conditioning the product manually, selected an incorrect pre-printed box. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action in order to avoid this kind of incident in the future.

Event description:
Country of complant: (B)(6). Labeling incorrect. Product code is g0068241esv (novosyn); the printed name on the box is "safil".